Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer was unsure if auto mode feature was active at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and low count of white blood cell as well as reaction of medicines on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer declined troubleshoot for high blood glucose. The customer was treated with the insulin. The auto mode was active. The insulin pump will not be returned for analysis.